Event description:
It was reported that the patient's vns indicated high impedance. The patient reportedly fell off a chair and hit her head and chest on the ground. An x-ray report has been received identifying the presence of the lead and generator however no fractures were identified. The patient's vns has been disabled as recommended in manufacturer labeling. Surgery to replace the patient's vns lead and generator has occurred. During replacement of the lead, a dark fluid was noted as leaking from the generator that the surgeon feels may have caused the high impedance. Attempts for the return of the explanted lead and generator are in progress.

Event description:
The explanted vns lead and generator were returned for analysis on (B)(6) 2012. Analysis of the explanted has been completed. The generator performed to specifications. Dried body fluids were noted in the negative connector block. A review of the generator source code found that a change in impedance from 6083 ohms to 9553 ohms was measured on (B)(6) 2012. The date of this change in impedance could correlate with the previously indicated trauma. The returned lead is still undergoing analysis.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the explanted lead has been completed. A discontinuity was observed in the negative coil approximately 2 cm from the connector boot. There was also a discontinuity at the crimped end inside the connector boot. Pitting was present on the lead pin and at the fracture sites. Dried body fluids were present in the inner and outer tubing that appeared to have entered through cuts in the tubing however it was unable to be verified whether some of the cuts had been made during the explant procedure or the implant procedure.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.